Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower had a station frozen. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was frozen. The technical support specialist experienced two timeouts while attempting to connect to the station. The packages were deployed. Remote support services (rss) were restarted. After some time, remote access to the station was successful, and the med application was confirmed to be launching properly. The system functioned as intended after the technical support specialist troubleshot the issue.